Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance was encountered and a vessel perforation and death occurred. The patient presented with acute coronary syndrome. The physician was treating a long portion of the circumflex artery. Two non-bsc drug eluting stents were placed initially. A small dissection was noted at the edge of the distal stent. Another of the non-bsc stent was unavailable in the right size so, the physician used a 2.5mm taxus express2 stent deployed at 14 atm's, to treat the dissection. After the balloon was deflated, the physician struggled to remove the balloon. It was removed, however, a significant perforation occurred and the patient became unstable. The perforation was treated with "coils and different devices". At the end of the procedure, the patient was stable and was transferred to the unit. The patient died later that day. Multiple attempts have been made to obtain additional information, however, no further information has been provided.

Manufacturer narrative:
Implanted: 2008. The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number was not reported. The most probable root cause is considered anticipated procedural complication as vessel perforation and death are known potential adverse events and are noted within the directions for use.